Event description:
During a ptca/stent procedure of a left circumflex lesion, the guidewire tip fractured. At this time, the physician noted dye extravasation but did not understand what had occurred. After some difficulty with movement, the dr was able to deploy the stent successfully. Upon removal of the guidewire from the pt, it was noted that a perforation of the vessel had occurred. The pt experienced cardiac tamponade and a pericardial tap was performed. The pt expired a few mins later. The dr had indicated that the guide wire was subjected to several pressures before the deployment of the stent which could have explained why the tip of the guide wire fractured. Physician also indicated that the 90-yr-old pt may have had frail arteries.